Event description:
A report was made about a pump declaring an altitude alarm 21. The customer's blood glucose level reached 355 mg/dl, which did not exceed 500 mg/dl and was therefore not considered adverse. The customer followed instructions to clean the speaker holes and reset the cartridge, successfully resuming insulin after some minutes without further alarms. The pump returned to normal operation, and tips for preventing future altitude alarms were provided to the customer.